Event description:
It was reported that 2 venflon I 20ga 1.0 mm x 32mm catheters had damaged tips that broke while inserting the cannula. The following information was provided by the initial reporter: "she found the catheter tip rough and hard to insert. Cathetor tip broke while inserting the cannula."

Manufacturer narrative:
H6: investigation summary photos were received by bd for evaluation. A quality engineer was able to review the photos of venflon I 22ga, lot# 1162916, regarding item # 391592 with the reported issue of ¿catheter tip rough and hard to insert. Catheter tip broke while inserting the cannula¿. The DHR of lot number 391592 and batch number of 1162916 was reviewed and no quality notification was found on this lot number. No samples and two photographs received from the customer. The investigating team has also used the retention samples of material code 391592 and lot number 1162916 for investigating the reported defect. The investigation team has carried out the simulation of the complaint on the ten retention samples of product material code 391592 and lot number 1162916. Based on the simulation carried out on the venflon I 22ga retention samples the defect could not be confirmed. Simulation done in the qc lab on the mannequin to reproduce the capability of the venflon I 22ga of lot number 1162916 to check for ¿catheter tip rough and hard to insert¿ and ¿catheter tip broke while inserting the cannula¿. The defect could not be confirmed due to lack of original sample. If samples are received in the future the complaint will be reopened for further investigation. Complaints received for this device and the reported defect will continue to be tracked and trended. Based on this, a CAPA is not needed at this time. H3 other text : see h10

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 venflon I 20ga 1.0 mm x 32mm catheters had damaged tips that broke while inserting the cannula. The following information was provided by the initial reporter: "she found the catheter tip rough and hard to insert. Cathetor tip broke while inserting the cannula."